Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the device with no device alarm. On unspecified dates and times, the devices were reported to have air in the tubing set "filled with air beyond the cassette" and no device alarm. No specific patient information, pump programming, or event details were provided. There were no reports of air being delivered to the patients. There were no reported adverse patient effects and no reported delays of therapies critical to the patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation. These events were identified as part of a customer notification dated (B)(6) 2010. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.